Event description:
Boston scientific received information that this device was returned with no allegations. Initial device analysis showed that this device had no telemetry. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. Telemetry could not be established with the device, confirming the reported clinical observations. An x-ray of the device did not identify any irregularities with the device's internal components. After the titanium case was opened, microscopic visual inspection did not reveal any anomalies. An external power supply was connected to the device, and electrical testing and photo emission analysis was conducted. A scan of the device revealed electrical overstress (eos) damage to an integrated circuit, the damage to the integrated circuit caused a high current drain, which depleted the device's battery and resulted in the loss of telemetry.

Manufacturer narrative:
Upon detailed analysis, this investigation will be updated.

Manufacturer narrative:
This device was returned with no allegations, thus laboratory analysis did not confirm any clinical observations.